Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that is broken. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed during service evaluation. However, the quality engineer has identified failure code 570:xxx as the confirmed reported condition. The assignable cause was depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct the reported condition. The user interface module software version is 5.03.00. A service history review revealed that this device was previously serviced for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.